Event description:
The ge oec 9900 fluoroscopy system had intermittent image blanking and image quality issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found backplane power below the 5volt threshold and was adjusted accordingly. The system calibration files were re-loaded and the isolation transformer was set to low and also adjusted. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.